Manufacturer narrative:
Concomitant medical product: 4568-53 lead, implanted: (B)(6) 2001; 5092-58 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month after the implant of an antibacterial absorbable envelope, the patient suffered from an infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.